Event description:
It was reported that the patient had a syncope episode and presented for post-procedure follow-up. It was noted that the newly placed right ventricular (rv) lead exhibited loss of capture. Fluoroscopy confirmed the rv lead dislodgement. During the additional procedure, the rv lead helix could not be extended. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. Final analysis found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.